Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012615956 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter to a test guidewire evaluation was carried out. The test guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. The reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter passed the return product inspection the reported compatibility and debris issues were not reproduced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became stuck in the catheter. The guidewire was removed from the catheter with difficulty. White film substance was observed coming out of distal catheter tip with guidewire movement. The catheter and guidewire were replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.